Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer stated that they were in the pool with his insulin pump. Got out because it started vibrating. Customer took out the battery and it kept vibrating for 10 minutes then stopped. Keypad was unresponsive. The customer was advised that insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. No vibrating noted during testing. Unable to verify keypad unresponsive button error alarm due to blank display. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay.